Event description:
Treatment of an ica aneurysm. It was reported that the pipeline was not fully opened during deployment. The device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline was fully open. (B)(4).